Event description:
Reportedly, the sensing, threshold and coil impedance values of a patient file are not displayed on a smarttouch tablet, while they are correctly displayed on the orchestra plus on which the file was created.

Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). - analysis of the provided expertise files confirmed the reported issue: several values were not correctly displayed on the subject smarttouch tablet. - the observed issue resulted from an incorrect date of the tablet ((B)(6) 2022), which was anterior to the date of the loaded patient file ((B)(6) 2022). - it should be noted that the date of the tablet was changed several times in a short period of time, which can lead to such issues. - based on available data, no anomaly is suspected with the smarttouch tablet.